Event description:
It was reported that the connector block was moving during the implantation procedure when the torque wrench was used. The lead cap was still able to be used without damaging the lead. Additional information received reported that the procedure was classified as a phase one implantation procedure. It was clarified that it was the set screw housing within the lead end cap that was moving during tightening. The patient was reported as being ¿fine¿ after the procedure and that his contact was not damaged.

Manufacturer narrative:
Concomitant products: lead cap accessory. (B)(4).